Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips dropped down from the jaws. The unformed clips were determined to be caused by the failure of the anti-backup feature. A possible cause for this condition may be stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor fired the device on the cystic duct, the deployed clip had a gap at the acral part and could not be formed properly. An unexpected noise was not heard. Also, the doctor did not feel any unexpected resistance. Another device was used to complete the case. There were no adverse consequences for the patient. The nurse commented that the clip had been formed properly when the device was had been fired on gauze to check its function before use on the patient.